Manufacturer narrative:
Estimated date. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: echocardiographic evaluation of iatrogenic atrial septal defect after catheter-based mitral valve clip insertionna.

Event description:
This is being filed to report the atrial septal defect. It was reported through a research article identifying mitraclip that may be related to atrial septal defect. The shapes of the iatrogenic atrial septal defect (iasd) were different from a circle. This suggests that the atrial septal puncture may cause a tear of the atrial septal tissue. Details are listed in the attached article: echocardiographic evaluation of iatrogenic atrial septal defect after catheter-based mitral valve clip insertion. No additional information was provided.

Manufacturer narrative:
B3: date estimated. D4: (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, the reported atrial perforation appears to have been a result of procedural conditions. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na